Event description:
Customer reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Customer continued using affected cartridges, changing them when they ran out, and received guidance on handling "+ values" and static values, as well as a review of the cartridge load process. Customer was advised to contact support while the issue was occurring for further troubleshooting.